Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis (pd) utilizing the liberty select cycler and liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation of a causal relationship between the adverse event and use of the liberty select cycler and liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although the cause of the peritonitis event was not determined, the culture result of acinetobacter suggests a breach in technique or the translocation of a gastrointestinal flora. ¿in the present study of acinetobacter peritonitis episodes over more than 20 years, we found that a. Baumannii was the most common species identified from the effluent, and the leading causes of infection were sterility break and gi microflora translocation.¿ based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported being admitted to the hospital with a dialysis-related bacterial infection. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2026 for a routine appointment to change out the patient¿s transfer set (6-month change) and draw labs. The patient¿s blood pressure (bp) was low (value not provided) and the patient complained of nausea and vomiting. The patient denied abdominal pain. The pd effluent was clear. The patient¿s exit site was clean. The lab result from the clinic draw came back with a white blood cell (wbc) count of 10.7. On (B)(6) 2026 the patient went to the emergency room (ER) due to nausea and vomiting. The patient was admitted. Pd cultures were obtained. The patient was diagnosed with peritonitis. The patient¿s culture returned positive on (B)(6) 2026 for acinetobacter (unknown species). The patient was discharged on (B)(6) 2026. The patient¿s antibiotics upon discharge were oral ciprofloxacin 500mg daily for 20 days. The antibiotic therapy during hospitalization is unknown. The patient is continuing to complete ccpd therapy during recovery. The cause of the peritonitis event remains undetermined.